Manufacturer narrative:
It was reported to abbott, a patient underwent an unrelated surgical procedure and did not set the ipg into surgery mode. Thereafter, the ipg failed to establish communication with a clinician programmer or a patient programmer. Replacement surgery is pending a medical decision. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. Reporter phone number: (B)(6). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient¿s ipg became inoperable following a procedure. Reportedly, the ipg was not set into surgery mode and monopolar was used during the procedure. Troubleshooting was unable to resolve the issue.